Event description:
It was reported that the patient presented to the clinic complaining of near syncope. Patient received one inappropriate shock for noise on the right ventricular (rv) lead. The patient was taken to the electrophysiology (ep) lab and the physician placed the left ventricular (lv) lead in the rv pace/sense port of the implantable cardioverter defibrillator (ICD) and placed the rv lead in the lv port of the ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Fifteen - ventricular nst (non-sustained tachycardia) <=200 ms between (B)(6) 2012, 17:06:00 and (B)(6) 2012, 08:25:46. Two - vf (ventricular fibrillation) <=210 ms average v-cycle on (B)(6) 2011, 10:29:53 and (B)(6) 2012, 09:24:55. 1 - patient alert for lead failure predictor on (B)(6) 2012, 08:51:50. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data. (B)(4) collected from the device and have analyzed the data. (B)(4) sensing - oversensing. (B)(4), 15 - ventricular nst<=200 ms between (B)(6) 2012, 17:06:00 and (B)(6) 2012, 08:25:46.2 - vf<=210 ms average v-cycle on (B)(6) 2011, 10:29:53 and (B)(6) 2012, 09:24:55. (B)(4) std review - lead integrity alert triggered. (B)(4), 1 - patient alert for lead failure predictor on (B)(6) 2012, 08:51:50.